Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (01/29/2015). The patient¿s meter has been returned on 1/13/2015 and evaluated by lifescan product analysis on 1/15/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. A DHR (device history record) was completed on 01/16/2015 on the subject meter lot. It was found to have deviation raised due to an issue with lenses being conditionally accepted with scratches and pit sizes that are out with the normal acceptance criteria; however, this planned deviation has no adverse impact on the primary complaint. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter read inaccurately high compared to another device (doctor¿s meter). The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2014 at 10:00am. The patient was unable to provide the blood glucose results obtained. The tests were performed within 30 minutes of each other. The patient manages his diabetes with insulin (20 units of lantus once daily; 22 units of humulin n once daily; sliding scale of humalog three times a day) and claimed he continued with his usual diabetes management regimen in response to the alleged inaccuracy issue. The patient reportedly ¿passed out¿ 5 minutes after the alleged issue began. In response to his symptom, the patient claimed he attended the emergency room (ER) where he was treated with IV glucose. The patient reported that blood glucose tests were performed on the ER meter at 12:00pm and 3:00pm and results of ¿111 mg/dl¿ and ¿164 mg/dl¿ were obtained respectively. At the time of troubleshooting, the csr confirmed that an approved sample site was used for testing and that the correct testing process was being followed. The csr noted that the patient was using test strips that were past their expiration date or had been stored improperly. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received health care professional (hcp) treatment for a severe hypoglycemia after the alleged meter issue began.